Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that they did nothing that could have led to the issue. The patient stated that it had always been like this. No steps were taken to resolve the issue. The patient mentioned that they followed up with their doctor to show them the issue and they stated it was fine. They stated that they had an appointment on (B)(6) 2019 to have the issue checked out and to have an x-ray to show if it is misaligned. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient was calling for assistance troubleshooting therapy and to try to help address symptom control. The patient stated that even with changing programs and adjusting stimulation their incontinence was worse than ever. They stated they were having overactive bladder, bladder spasms, and sometimes going through 4-6 or more pads depending upon the day. They stated they could go from a sitting to standing position and soak themselves. They stated they would have a good day and then sit down and soak 2 pads or go to the bathroom and when standing up would soak themselves event though they had not taken any fluids. They stated they could feel their brain say it was time to pee and could feel the device wanting to work, but they did not have control and just went. The stated that the first month after implant, symptom control was pretty good, 2nd month not so much and 3rd month was if it had never been put in. They stated they had an appointment the following day to have the to check lead position and asked if the ins should move, then stated the ins moved quite a bit and stuck out, did not seem deep in the skin. They stated that when they laid on their back they would get zinged all over their back and down their legs. Patient stated they had tried all the different programs and found that when trying to increase it was either too intense or nothing. They reported stimulation sometimes felt like a stick poking out and would be very painful. They were able to sync with their programmer on the call and it showed stimulation was on. They were able to increase on program 7 from 0.8v to 1.0v and reported stimulation felt like a banging drum and a flutter. They stated this sensation was manageable and they felt it in the correct area. It was noted that the patient's appointment the following day was with a local healthcare provider, they had an appointment with their managing physician scheduled for november. It was also noted this was a gradual change in therapy/symptoms. No further complications were reported or anticipated.